Event description:
It was reported that the customer's blood glucose level was over 600 mg/dl. The insulin pump's meter would not turn on when he inserted a test strip. He received no delivery, low reservoir, and low battery alarms. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.